Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a 980 ventilator was powered on, it did not pass the breath delivery (bd) power on self-test (post). The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se found the mix printed circuit board (pcb) and power controller serial numbers displaying as "not read" in the ventilator configuration screen. The se re-seated the mix pcb and bd power distribution cabling. The se updated the software to the current revision. The se performed calibrations and extended self-testing on the device and all tests passed.